Manufacturer narrative:
The device is available for eval but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the battery fell out of the housing during a procedure. The battery did not fall into the sterile field. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.